Manufacturer narrative:
(B)(4). Concomitant product(s): - bi-metric/x por nc lat 12x140 / pn x11-180312 / ln 910540, m2a 38mm mod hd+6mm nk no skrt / pn 11-173664 / ln 483210. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision approximately 11 years post-implant due to acetabular cup loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-05070 / 05071).

Event description:
A revision procedure has been indicated due to cup loosening.